Event description:
It was reported that the customer experienced high blood glucose (bg) level of 530 mg/dl. A manual insulin injection was administered to address bg level. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.